Event description:
It was reported that the patient underwent an unspecified surgery where rhbmp-2/acs was used on (B)(6) 2006. It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in (B)(6) 2006, the patient presented with weakness and numbness in his bilateral extremities. On (B)(6) 2006, the patient underwent the l4-l5 fusion and laminectomy. The patient was implanted with rhbmp-2/acs. Post-op, the patient continued to experience pain in the surgical area.